Event description:
Pt stated that electrodes were causing burn marks on the pt's skin.

Manufacturer narrative:
Device was returned to MFR for investigation on (B)(4) 2010. Preliminary tests were completed with the device passing. Associated accessory device: act monitor, model# com001, (B)(4).